Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and pacemaker showed loss of capture with elevated outputs at the ra lead channel on the same day of implant. There was also a far field signal post atrial pacing that occurs and lines up with the right ventricular pace. Procedural options were discussed for this ra and pacemaker that remain in service. No adverse patient effects were reported.